Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on" was confirmed based on the review of the archive data and during the load cell characterization test. The root cause for ua07 was due to defective load cells. The cracked front enclosure and defective load cells were likely attributed to mishandling, such as a drop. Upon visual inspection, unrelated to the reported complaint, noticed a crack on the front enclosure and a bent battery lock. The damaged parts were replaced to address the observed physical damages. The likely root cause for the observed physical damage is attributed to user mishandling such as a drop. The archive data indicated several ua07 errors around the reported event date, thus confirming the reported complaint. The autopulse platform passed the initial functional testing. The ua07 error message was not reproduced during the initial functional testing; however, the load cell characterization test revealed unstable load cells when heavyweights are applied, thus confirming the reported complaint. The load cells were replaced to address the customer-reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement.